Event description:
This is a spontaneous report by a nurse from (B)(6) of incorrect handling by the patient and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was diagnosed with peritonitis. Information regarding the onset date, outcome, diagnostic testing and treatment rendered for the event of peritonitis was unknown. On an unreported date, incorrect handling by the patient occurred. It was not reported if the patient was re-trained in aseptic technique, therefore it was unknown if the event of incorrect handling by the patient resolved. The root cause of the peritonitis was incorrect handling by the patient. The nurse did comment that the most probable cause of the peritonitis was incorrect handling by the patient. The reporter has refused to provide any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Additional investigation revealed the product information. A batch review was completed and no issues relating to complaint observed during batch file review for lot number (10e05h15). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.